Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2.

Event description:
Medical staff reported a capsular contracture baker grade lll and rupture . This relates to the right side. Device has been explanted and replaced.

Event description:
Medical staff reported a capsular contracture baker grade lll and rupture . This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii, rupture. Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture and rupture reviewed on 11-mar-2023. Visual analysis of the photographs identified: -capsular contracture: unable to confirm as it is a medical event not related to the device. -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.